Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed(B)(4)

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken the device welding and riveting were found to be within manufacturing specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the pull wire was broken. The most probable root cause is operational context due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy device was used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the pullwire separated from the jaw and became stuck in the scope. The biopsy forceps and scope were removed in tandem from the patient. Four biopsy specimens had been taken with this device prior to this event. Additionally, the account reported that the device was inspected prior to use and no anomalies were observed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy device was used during a gastroscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the pull wire separated from the jaw and became stuck in the scope. The biopsy forceps and scope were removed in tandem from the patient. Four biopsy specimens had been taken with this device prior to this event. Additionally, the account reported that the device was inspected prior to use and no anomalies were observed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.